Manufacturer narrative:
Product ID 7434a lot# serial# (B)(4), product type programmer, patient product ID 3888-33 lot# v817204, implanted: 2012 (B)(6), product type lead product ID 3888-33 lot# v817204, implanted: 2012 (B)(6), product type lead product ID 3550-39 lot# n290005, implanted: 2012 (B)(6), product type accessory product ID 748940 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that the cause of event was unknown. It was noted that the patient had not complained of any adverse effects from the device. The patient was seen by her physician since the reported event on (B)(6) 2013 and had not had any problems. The patient outcome was reported as recovered without sequelae.

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient could not feel stimulation and would receive triple beeps on the programmer when they tried to raise or decrease stimulation. It was reported the patient had a procedure that ¿used radiowaves in neck¿ 6 days prior and the next day the patient attempted to turn stimulation on but it ¿wouldn¿t come on.¿ the programmer had shown the stimulator to be on, with a good battery, at the time of report. It was noted stimulation was off at the time of procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).